Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege began having pain, aching and stiffness in her left hip area and was revised in (B)(6) 2009. It is further alleged that the patient's problems with the left hip persisted and was revised again. Update: (B)(6) 2012 - plaintiff¿s preliminary disclosure form was received, which identified doi, dor, dob, and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.